Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02823. It was reported that the patient presented in clinic for routine follow up with symptoms of some lightheadedness. Upon interrogation, noise resulting in oversensing was noted on the right atrial (ra) and right ventricular leads (rv). The patient is pacemaker dependent and was symptomatic until the device recognized noise. The impedance, sensing and capture threshold measurements were stable. The right atrial (ra) and the right ventricular (rv) leads were capped on (B)(6) 2019 and both the leads were replaced. The patient was stable before, during and after the procedure and was discharged the following day.